Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse tested the suspect scope (s/n: sf1928240) and verified no issues with the vision; clear vision was seen in both eyes. The fse also inspected the ec connector and no issues noted. The fse plugged and removed the suspect scope three times with no issues noted; vision on both eyes. Fse power cycled the system and no issues noted, vision was present, color bars visible on both eyes. No trouble was found. No part replacement was required. The system was tested and verified as ready for use. The reported complaint was not confirmed based on the field evaluation. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. Verification of the product and event details cannot be performed via system logs because onsite connection is not available at this time. The system was not online due to the department of defense (dod) restrictions. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. Advanced technical review escalation not required as adequate information has been obtained to investigate the complaint. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, the right lens went out. Due to the loss of vision on the right eye, the surgeon nicked an unspecified vein and as a result the patient experienced bleeding. The surgeon was able to stop the bleeding and the procedure was completed robotically using only one eye with no further issues. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the right endoscope lens went out. As a result, the surgeon nicked an unspecified vein. On (B)(6) 2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following additional information regarding the reported event: the csa stated they were not present during the procedure; however, the surgeon informed them of the reported event. As per the report, towards the end of the procedure; the lens went out, the surgeon ¿nicked¿ a vein, and the patient experienced bleeding. To control the bleeding, the bedside assistance applied pressure with a raytec sponge, leading to a delay in the procedure. The surgeon was able to continue with using only one eye and completed the procedure. The csa confirmed that the site did not contact isi's technical service engineer (tse) for assistance. The csa confirmed that the procedure was completed robotically and there was no need for blood transfusion. The csa could not provide the following information: which vessel was nicked, what instrument was in use at that time, and the estimated blood loss. The csa also stated that the system was not onsite; as a result, there were no logs available for review. The following day, when the csa tried using the simulator in the same operating room (or), they stated that there was an intermittent vision issue on the right. Based on that the additional information, it was unknown if the issue was related to the endoscope or the system.